Event description:
Event description guidant received information that this transvenous defibrillation lead perforated the patient heart wall during the implant procedure. The procedure was stopped abruptly, and the patient was transferred to critical care for monitoring. The perforation, as indicated by the field, was the result of implant technique. To date, there is no indication of a product performance issue that could have caused or contributed to the patient outcome.